Event description:
The customer reported that while in use, the arterial pressure transducer was fully distended and the user was unsure if the reading was correct. The transducer came off the integrated filter via the dio-con connector on quadrox oxygenator. The user switched the transducer with one on the cardioplegia to gain reading. Problem continued in new placement. No patient consequences were reported and the case was completed with the transducer on the cardioplegia side.

Manufacturer narrative:
This device was inadvertently discarded by the manufacturer in europe after shipment from the united states. As a result, device evaluation is not possible, therefore the complaint cannot be confirmed. Internal complaint number (B)(4).

Manufacturer narrative:
The device has not yet returned for evaluation. When the device is returned, an investigation will be completed and a supplemental report submitted with the results. (B)(4).